Manufacturer narrative:
A review of the MFR records for the device is being conducted. Further info was requested.

Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported that the pt had a tortuous anatomy in both common iliac arteries. The physician felt resistance advancing the gore dryseal sheath. When the physician inserted the main body, some resistant felt. However, the deployment was successful. After deployment of the ipsilateral leg, the delivery catheter got stuck on the guide wire. Both, the guide wire and the delivery catheter were removed together. The final computed tomography angiography (cta) showed exclusion of the aneurysm. The pt tolerated the procedure.